Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedance measurements of greater than 125 ohms. The shock impedance had been fluctuating in the months prior. Isometrics were performed but were unable to elicit any out of range measurements. Boston scientific technical services discussed the potential of there being an issue with the header that could be contributing to the clinical observation. The field representative reported that the system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.